Manufacturer narrative:
(B)(4).

Event description:
It was reported that in angio, the tip of the catheter detached from the sheath during the operation. It was also reported that the md was a skilled user of the device and followed the IFU. The device was operated in the pt's body under 60 minutes when the tip detached. The md attempted to remove the tip from the pt approximately 2 hours before successfully remove the tip with the guide wire. The pt remained hospitalized for a week after the tip was removed with no reported side effects. A delay was reported, however, there was no death or complications to the pt.